Manufacturer narrative:
Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Lead a was returned in two segments as a result of the explant procedure.

Event description:
It was reported that the patient lost therapy due to lead migration. As such, surgical intervention took place wherein the entire system was explanted to address the issue.